Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was unresponsive. Reportedly, the customer applied more force to the button which resolved the issue. Additionally, the customer received multiple button alarms. Reportedly, there was nothing pressing the button. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged false alarm issue was verified in the pump logs, however, no failure was identified. Additionally the alleged wake button issue could not be verified.